Event description:
Boston scientific received information that this patient had been lost to follow-up and presented with a fault code 01 and the device was beeping. It was noted that the device had declared end of life (eol) one year prior. The boston scientific sales representative did not know the battery voltage or charge time of the device. The device was explanted and replaced without further incident. No adverse patient effects were reported.

Manufacturer narrative:
The device was not returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations. No other adverse events have been reported. This product issue will be updated if additional information is received.

Event description:
-----

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. This product issue will be updated if additional information is received.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. This product issue will be updated if additional information is received.

Manufacturer narrative:
The device was subsequently returned for testing. This product issue will be updated when device evaluation is complete.